Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and opening curved. A microscopic analysis was performed which identify two sharp edge broken and with non-penetrating nicks assessed as surgical impact opening and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks. Missing piece of the shell assessed as to inconclusive. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: device explant.

Event description:
Healthcare professional reported right side rupture discovered during surgery. The device has been explanted.